Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.